Event description:
The nurse reports that a pt underwent cataract surgery with implantation of the crystalens in the right eye. Postoperatively, the pt complained of altered color perception and difficulty reading without glasses. No preoperative status was provided, but there was no decrease in best corrected vision compared to preop. The physician attributed the near vision issue to a biometry calculation error and the pt's anatomy. The crystalens was explanted and replaced with a higher diopter crystalens iol, and the prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).